Event description:
It was reported that the colonovideoscope¿s entire image was not visible. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image has roughness (a poor-quality image is displayed). Based on the completed investigation, the reported event was attributed to damage on the ccd (charged coupled device) unit. However, the root cause of the malfunctions could not be determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.